Event description:
It was reported that the customer set down next to a pool and the insulin pump alarmed button error. Customer attempted to clear the alarm and received another error alarm. Customer's blood glucose reading at the time of the call was 17 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No reset error anomaly could be verified due to the button anomaly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.